Event description:
It was reported that the patient¿s pump had been removed a week and a half prior to the report date because the only drug that helps his pain ¿screwed up¿ his legs and bowels. Prior to the pump the patient had two trials with prialt that worked ¿fine¿ and took care of most of his nerve pain so he had the pump implanted. It helped initially, they put prialt in it, and it worked for ¿about a week¿ and then his legs became weak, wobbly and his bowels were ¿nuts¿. The prialt was then taken out and saline was put in the pump. Prialt was then tried one more time on a lower dose. That time it worked for ¿just a few days¿. It was then stated it was a week, week and a half. It was again reported the prialt did the same thing after a couple of days. It was reported that the only other thing they tried was clonidine and that ¿didn¿t do anything¿. The patient didn¿t think there was anything in the pump currently, it hadn¿t been ¿reinfused in quite a while/it wasn¿t gonna be because wasn¿t really doing anything as far as pain went¿. The last medication that had been placed was the clonidine and that was ¿months ago¿. It was also reported ¿it wasn¿t working too well for everything¿. The patient didn¿t have dosing information and indicated his last refill had been months ago. Progress notes were provided from (B)(6 )2014. At that time, the patient presented with complaints of pain located in the lower back and increase pain in the right leg. The patient had last been seen on (B)(6) 2013. It was noted the patient was to have a scs (spinal cord stimulator) on (B)(6) 2014. The scs was attempted but was not able to be placed, which pertains to another event, on that day. It was reported since (B)(6) 2014, the patient had horrible pain in his right thigh and down his right leg and foot. He kept getting muscle spasms and a shooting/stabbing pain down the right leg. At the visit date, (B)(6) 2014, the patient denied any new onsets of numbness or tingling. The severity of pain was rated at 5/10 at that time and 10/10 when he got the stabbing pains down the right leg. The pain increased with moving, walking, sitting, standing and lying and decreased with medications at times. The patient was on neurontin 300 two tablets three times a day. The patient denied bowel/bladder incontinence, fever, chills and sweats. It was noted imaging studies hadn¿t been performed since the last visit. In terms of treatments, specifically injections, a nerve block was done ¿years ago in (B)(6), pain pump not relief from either¿. It was also noted the patient participated in physical therapy. The patient¿s vital signs were provided within the progress notes and there was no indication of abnormal findings. The patient appeared alert and oriented to person, place and time and had no acute distress. It was reported the patient¿s right radicular leg pain had worsened and noted his gabapentin had increased. The health care provider (hcp) interrogated the pump and found the pump to be dry. The hcp contacted other hcp¿s to work with the patient and increased the patient¿s gabapentin. It was later reported that the patient didn¿t have concerns with their device or therapy.

Manufacturer narrative:
Concomitant product: product ID: 8731sc,serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).